Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. We were unable to verify excessive no delivery alarm due to motor error alarm and prime fill anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.